Event description:
It was reported that pump displayed malfunction alarm code malf 0 with associated fault information but no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset process, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code appeared again.